Event description:
It was reported that this right ventricular experienced fracture. Due to this high pacing thresholds, high out of range pacing and shock impedance measurements, noise, oversensing and loss of capture were observed. The patient was scheduled for an x-ray exam and further review with the physician. At this time, this lead remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular experienced fracture. Due to this high pacing thresholds, high out of range pacing and shock impedance measurements, noise, oversensing and loss of capture were observed. The patient was scheduled for an x-ray exam and further review with the physician. At this time, this lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that the x-rays were performed, however, they were inconclusive. It was decided to surgically abandon and replace this lead. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. H1: type of reportable event. H6: impact codes.